Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. The lead exhibited low pacing impedance as well. Programming changes were made. The patient was in stable condition.